Event description:
A malfunction alarm occurred with a malfunction code 12, but there was no adverse impact on the customer¿s blood glucose level. The customer was instructed by customer technical support (cts) to put the pump into storage mode and return it using a pre-paid label within ten days. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.